Event description:
Reported via patient call center. It was reported transient ischemic attacks (tia) occurred. A left atrial appendage closure (laac) procedure was performed, and a 24mm watchman flx pro closure device was implanted on (B)(6) 2024. The patient also had a patent foramen ovale (pfo) closure procedure performed during the laac procedure. The patient was discharged the same day. The patient reported that they have had forty-two (42) tias since having the watchman implanted. The patient is currently on a medication regime of xarelto and plavix. The patient reported that the physicians suspected genetics to be the cause of the tias. The patient reported regular echocardiograms have been completed as well as a bubble test. There has been no transesophageal echocardiography (tee) performed. Despite multiple good faith effort attempts, no additional information was available.

Manufacturer narrative:
B3 date of event: aware date was used as event date as actual event date was not known. B5 describe event or problem: good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.